Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of death, as listed in the graftmaster rx coronary stent graft system, instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient presented with cardiac arrest and had already had CPR performed. A perforation occurred in the left anterior descending artery during advancement of an intravascular ultrasound catheter through a calcified vessel that required treatment with the 2.8 x 16 mm graftmaster stent. The graftmaster stent was deployed successfully sealing the perforation. The patient stabilized after placement of the stent; however, during placement of a pericardial drain the patient went into pulseless electrical activity. Further resuscitation attempts were unsuccessful and the patient died. No additional information was provided.